Event description:
Pt admitted to hospital for anterior and posterior repair (gyn procedure). The pt, while in the post anesthesia care unit, related to their surgeon, anesthesiologist and nursing staff that they had recall of part of surgery. A drager narkomed 6000-basic anesthesia machine was utilized during this case and four other cases. A datex ohmeda desflurane vaporizer was attached to this anesthesia machine. Desflurane was the anesthetic agent used for this case. Various times during the surgery the "no output" alarm light would come on. Datex ohmeda desflurane vaporizer troubleshooting guidelines were followed by anesthesiologist and anesthesia tech. The "no output" alarm light continued to come on despite their efforts. The anesthesiologist called for a vaporizer replacement unit which was monuted with a gap in the seating secondary to a black rubber protective cap still in place. The datex ohmeda desflurane vaporizer "no output" alarm light did not come back on even though according to the drager anesthesia machine data read out, desflurane inflow was not occurring. The pt's expiration of desflurane was seen on the data read out, as the numbers slowly became smaller and smaller. Interpretation of the desflurane waveform on the anesthesia monitor screen during the last part of the pt's surgery is unknown. Investigation and analysis of drager narkomed 6000 anesthesia machine internal data and datex ohmeda desflurane vaporizer report continues.